Event description:
It was reported that when using the bd pyxis¿ es server was not communicating with station and reports were not up to date. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the server was not communicating with the station. A technical support specialist remoted into the server via remote support service (rss), identified that multiple services were not running, and reviewed database synchronization logs which showed the last successful synchronization occurred in february; upon contacting the customer to verify details, the customer confirmed the issue had already been resolved. The system functioned as intended after the issue was resolved.